Event description:
Customer obtained a positive antibody screen with manual testing using capture-r ready-screen, lot x207 (cell I was 3+ and cell ii was negative). The customer identified anti-k only using capture-r ready-ID, lot id089. While performing a crossmatch with k negative units, there was some incompatibility observed.

Manufacturer narrative:
The customer did not return product or sample for investigation testing. The sample can not be ruled out as a cause of the event. The reactivity of the k and fya antigens was confirmed on retention capture-r ready-screen (I and ii), lot x207 and capture-r ready-ID, lot id092. Capture-r ready-ID, lot id089 expired prior to receiving the complaint; therefore, no further serological investigation was performed. The presence of the k and fya antigens on crrid, lot id089, was verified through lot release records.